Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded over 37,000 untreated episodes, but no smart charge extensions occurred. In addition, there was only one untreated electrogram stored. A memory download was performed and sent to boston scientific engineering for evaluation. An engineer discussed that the untreated episode counter issue occurred due to a memory inconsistency that occurred. There were no recorded system alerts. One reset had occurred on (B)(6) 2017; however, it appeared to be benign and unrelated to the issue with the counter. There was an additional memory inconsistency that occurred in the device firmware. The cause of these inconsistencies could not be identified but they do not appear to have affected the device's ability to sense and delivery therapy. No adverse patient effects were reported.